Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that a critical alarm occurred due to zero ml reservoir volume reached and was also confirmed for telemetry. The patient had no symptom change. The empty reservoir alarm sounded on (B)(4) 2014. The pump was used to infuse morphine (unknown). No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information. Should additional information be received, it will be added to this event.